Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for evaluation. During evaluation of the device, it was found that, there was evidence of visible foam particles found in the device. Customer complaint was confirmed. In addition, the device has been scrapped.